Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.0x12mm veriflex stent was advanced to treat the target lesion, but was unable to cross the lesion. There was no withdrawal resistance, however upon removal of the device stent damage was noted. The procedure was completed with a non bsc stent resulting in 0% residual stenosis. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).